Event description:
It was reported that there was a leak in the drug lumen, and therapy was discontinued prematurely as a result. The patient was sent to a neighboring hospital for further treatment. An ekosonic endovascular device, 106x12cm was selected for use. Following catheter placement, the patient was in the process of treatment in the ICU. After 12 hours of a scheduled 24-hour lytic treatment, there was a leak observed in the drug lumen outside of the patient. It was reported that the drug port on the outside of the catheter had detached. Due to this malfunction, therapy was discontinued prematurely, and the patient did not receive the intended amount of lytic. The patient was transferred to another facility for further treatment. No further patient consequences were reported.